Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient had seen their doctor for some bleeding. They ran a urine analysis and everything came back normal. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 the patient reported that they had spoken with their sales representative and they believed that their leads may have moved or become loose as their symptoms were worsening. No further complications were reported.